Event description:
It was reported that the pt underwent a sling procedure in 2005. Hte pt's preoperative diagnoses were stress urinary incontinence and left labial pain. The pt now has had a couple of episodes at the right skin incision site that have become indurated and tender, but without crythema, with crossing her legs. The episodes have been treated with antibiotics and each has resolved, only to recur again later. The physician is now planning on excising the involved area.